Manufacturer narrative:
Batch review performed on 05 december 2018: lot: 182589: (B)(4) items manufactured and released on 18-jul -2018. Expiration date: 2023-07-08 . No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 05 december 2018: difficulties were encountered during primary tha for subcapital fracture, reportedly due to very osteoporotic bone. Achieving cup stabilization proved difficult, one screw was added but postoperatively the cup was found tilted and revised to a bigger size. There is no reason to think that this situation was caused by faulty devices.

Event description:
Revision surgery performed 2 days after primary because the shell has tilted from its position. Surgery performed in amis approach using 1 size larger shell. Primary surgery was performed for subcapital fracture, given that the patient's bone was very porotic and 1 screw was added in order to fix the shell.